Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the ok button is not responding at this time. The patient just got the pump wet while the audio button was missing. There were no issues with the ok button prior to getting the pump wet. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunction remained unresolved.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2012 with the following findings: the audio bolus button was detached and inoperable. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. The pump powers up with functional auditory and vibratory alarms, but the display screen is blank. A leak test was performed, revealing a bolus button leak. There was evidence of moisture observed inside the pump. The keypad complaint could not be adequately investigated due to moisture damage.